Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00977. This report is being submitted as additional information. Section b5: the referenced previous percutaneous lead replacement was reported under medwatch MFR report #2916596-2018-00234. Approximate age of device ¿ 2 years and 9 months. Device analysis: no device-related issues were identified through the evaluation of the explanted pump. Evaluation of the submitted system controller log file confirmed the reported pump stoppage events; however, a cause for these events could not be conclusively determined. Based on the manufacturer¿s previous complaint experience, the reported hazard alarms and pump stoppage events that occurred while the patient¿s lvad system was powered by the mobile power unit could be indicative of driveline damage. However, no damage was identified through the examination of the pump-end segment of the returned patient's driveline. The pump was returned assembled with the driveline severed approximately 1.25 inches from the pump housing and the distal portion of the driveline was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of developed depositions or thrombus formations. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline in the condition returned did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. The returned segment of driveline was too short to perform high potential (hi-pot) testing; however, the wires were visually inspected under a microscope and no evidence of mechanical damage or breakdown of wire insulation was observed. The pump was then cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that the patient had complaint of low flow alarms early the morning of (B)(6) 2018 while on power module support. Interrogation found multiple pump off alarms with associated low flow and low speed advisory alarms. The patient had a previous external percutaneous lead replacement in january. There was no obvious additional damage to the driveline. No clinical symptoms were reported. It was reported that the patient was upgraded to status 1a on the transplant list and received a transplant on (B)(6) 2018.